Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of suspected alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphoma-alcl-suspected.

Event description:
Healthcare professional reported unknown side suspected bia-alcl. Pathological markers confirming alcl have not been received. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of suspected alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphoma-alcl-suspected.

Event description:
Healthcare professional reported unknown side suspected bia-alcl. Pathological markers confirming alcl have not been received. The device remains implanted.